Event description:
The pump was returned to animas. Evaluation revealed contamination in the force sensor assembly and an out of calibration force sensor. This report is made based on the results of evaluation.

Manufacturer narrative:
This report is made based on the results of evaluation completed on 01/31/2012. (B)(6). Recall 2531779-03/24/2010-003-r. During evaluation, contamination was found in the force sensor assembly and the force sensor was found to be out of calibration. Unrelated to the complaint, the display screen was found to be dim and miscolored.